Event description:
Healthcare professional reported "leak" at tubing. The patient noticed sudden loss of restriction. The port was explanted and replaced.

Manufacturer narrative:
Visual examination of th returned device determined the access port tubing connector to be a taper ii. Analysis noted a sharp break with leakage at the stainless steel connector described as damaged port tubing. Lab analysis noted observation of needle induced seal damage to access port. Analysis noted a striated opening in the band tubing described as a surgical and cut.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the catalog number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."